Manufacturer narrative:
Explant was reported due to regurgitation. The investigation found that cusps 1 and 3 were torn. There was degenerative changes, thinning and loss of collagen fibers in all three cusps. There was fibrous pannus ingrowth on the outflow surface of cusp 2, which limited the cusp's mobility. There was a thin focal layer of fibrin on cusp 3. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported in 2014, a patient with a history of chronic heart failure (chf) and infective endocarditis underwent a mitral valve replacement (mvr) and tricuspid angioplasty (tap) in which a 31 mm epic stented porcine heart valve w/flexfit system was implanted and a non-abbott device was placed for the tricuspid angioplasty. Two years later, in 2016 the patient underwent an ablation for treatment of their atrial fibrillation (afib). The patients afib continued through 2020. It was then the patient developed chf exacerbation. The patient was seen in the clinic for a follow-up appointment on 1 (B)(6) 2021. A transesophageal echocardiogram (tee) was performed confirming mitral regurgitation at a +2-3 grade. On 4 (B)(6) 2021, the patient was hospitalized for re-do mvr. On (B)(6) 2021 the patients 31 mm epic stented porcine heart valve w/flexfit system was explanted and replaced with a non-abbott device. Upon explant a 3 mm perforation on the lower anterior leaflet was observed. Rather than leaking from the perforated area, it was reported the issue was likely due to the leaflet becoming deformed due to the leaflet perforation. The deformation causing the leak from the center of the valve. According to the surgeon, there was no indication or findings of infective endocarditis on the annulus at this time. However, it has been considered since the last mvr in 2014 was due to infective endocarditis and spondylitis in 2016, the perforation may be due to the infection rather than due to the valve. The patients condition is stable. No additional information was provided.